Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. On (B)(6) 2019, the patient was at work and noticed that the cgm application on his phone was reading 70 mg/dl. His co-workers then found him sitting at his desk with the phone still in his hand; he was slurring his words, and then was not fully responsive, although he stated he did not pass out. They called the paramedics who checked his bg which was 20 mg/dl. He was transported to the hospital by emergency medical services (ems), admitted as an inpatient for hypoglycemia/severe diabetic shock, and was treated with 10% dextrose via intravenous (IV) therapy. At the time of contact, the patient was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session. No additional patient or event information is available.